Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated

Event description:
It was reported that the ipg was explanted and replaced due to reaching end of life. Effective therapy was established post-operatively.